Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/08/2017 with the following findings: the complaint regarding the pump overheating was reported on (B)(6) 2017. The pump¿s black box data for (B)(6) 2017 was over written by the user therefore the overheating could not be verified. The black box also confirmed that the pump was in use with no evidence of power or battery voltage anomalies until (B)(6) 2017. During testing, the pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The pump was run on the user¿s basal settings for a minimum of 24 hour with no overheating duplicated. The battery returned with the pump was swollen and split at the label seam. Unrelated to the initial complaint, it was observed that the keypad was peeling up at the ok button. All the keypad buttons were responsive during the investigation. The investigation was unable to duplicate the initial ¿temperature¿ complaint. (B)(4).